Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of the dignishield was inflated before insertion but could not be deflated.

Event description:
It was reported that balloon of the dignishield was inflated before insertion but could not be deflated.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dignishield. Visual inspection of the sample noted attempted to inflate the balloon of the dignishield and the solution was unable to inflate or deflate into the inflation port. Noted the inflation valve was depressed in the cap. The photo sample was returned and could not be evaluated for the reported failure. This does not meet specification which states "damages, perforations, deformations in catheter and valve are not permitted". A potential root cause for this failure mode could be ¿improper fixture design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution, consult accompanying documents. There is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous gastric applications. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Indication for use: the bard® dignishield stool management system with odor barrier properties is intended for fecal management t by diverting and collecting liquid or semi liquid stool to minimize skin contact. Warning: do not use if package is damaged. Do not use improper amount or type of fluids or irrigation flush do not over inflate retention cuff." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.